Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the levers locked on the videoscope during a therapeutic cystoscopy retrograde pylogram procedure. There was a delay under thirty minutes, but the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h2, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: control knob has no movement due to heavy corrosion at drum unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.